Event description:
The pt was implanted with a vented electric lvad. The lvad was returned to the MFR with a note return to rpa for analysis. The lvad was returned without the inflow valve, perc lead or outflow graft. The MFR learned that the pt was experiencing fevers often. The pt was having another fever and infection was suspected as the origin. The pt had a headache, a cat scan was performed and cerebral bleeding was found. At this time, the hosp surgeons suspected that the cause of this bleeding was infection from the lvad. To get rid of this possible cause of bleeding, the lvad was explanted. The hosp performed an analysis of the lvad to determine the source of the infection. No source of infection was found in either the lvad inflow or outflow valves, but the hosp found evidence of candida in the lvad outflow graft. Since there was cerebral bleeding, replacement lvad surgery was postponed. The pt required circulatory support and a pcps was used after removal of the lvad. Due to pulmonary congestion, worsening infection and a cerebral infarction lvad replacement surgery was decided as impossible. Pcps support was ceased and expiration was confirmed.